Event description:
It was reported that it was difficult to remove guide. The catheter was bent and perforated over the entire length. The pt was not injured, but the event led to increase the surgery time (but unk for how long).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.